Manufacturer narrative:
(B)(4). Date sent: 10/21/2025. D4: batch #484d31. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Could you please provide more details about the type of oozing? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with five reloads returned along with the device. All reloads (b, c, d, e & e) were received fully fired. However, the reload f was received with reload pan partially dislodge from left side. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 484d31, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats middle lobectomy on the first firing across a branch of the pulmonary artery, the surgeon placed the stapler across the branch (branch was in the middle of the jaws). Stapler successfully fired and surgeon opened jaws of the stapler where they saw a lot of bleeding. The blood was more aggressive than an ooze. Place a sponge on a stick immediately holding compression. After visualizing the staple line, he noted the half of the staple line was formed perfectly, while the other half was completely open and incomplete. There was oozing from both sides of the staple line in the proximal portion of the firing. The distal half was formed perfectly with no oozing, while the proximal half was completely open. Surgeon then opened a new stapler and successfully completed the procedure with a delay of 30 minutes. Four clips were used and needed to call in a second thoracic surgeon to help assist and control bleeding. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Appeared that there were staples missing. 2. How was the bleeding controlled? Compression, calling in second surgeon, clips 3. How much blood was lost (ml)? Unknown. 4. Did the patient require a transfusion? No. 5. Could you please provide more details about the type of oozing? Pumping blood. Corrected data: h6 (medical device problem code).